Manufacturer narrative:
D4: unique device identifier (UDI) not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) requested the customer to retrieve and provide the patient information, as no details were included in the case description. The tss sent two follow-up emails requesting the information but received no response. The customer later replied, stating that the initial contact was not helpful and requested that the case be closed. Therefore, the technical support specialist closed the case.

Event description:
It was reported that when using the bd pyxis¿ es server, the patient status failed to update. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.